Event description:
It was reported that the patient experienced a no disposable alarm while running IV. Troubleshooted successfully by running on other pump. No patient injury was reported.

Manufacturer narrative:
Model # and initial reporter are unknown. Operator of device is patient/consumer. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.